Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. One of the broken cable segments that contains the crimp was not installed in the clevis and was missing. The cable was fully broken. This causes engagement failure. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log review shows one engagement failures via error code 22020 indicating engagement failure on the pitch axis. This is caused by broken pitch cable at the distal end. The instrument failed recognition based on log review. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement but failure code 282, "tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected on universal surgical manipulator (usm) 2" was reported in the system log. The instrument information found in the radio frequency identifier device (rfid) was not detected. This failure is most commonly caused by the information in the rfid being corrupted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument stopped working. It was retrieved and checked; the drapes were also inspected with no damage. The instrument was not recognized therefore was solicited to be sent to review. The procedure ended with no complications and no delay was triggered and a backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected with no damages noted. The surgeon was trying to apply traction to the myoma when the issue occurred. There were no collisions with any other instruments.